Event description:
Patient was treated for a left antegrade femur fracture on (B)(6) 2011. Subsequent follow up x-rays from (B)(6) 2012 and (B)(6) 2013 showed that complete healing had occured and the patient was able to regain full mobility including the ability to squat and smile. A third follow up was done on (B)(6) 2014 following an incident in which the patient fell 6 days earlier. X-ray indicated that the implant and the bone had broken. Surgeon commented "came with nail broken at fracture site after a fall 6 days back". A second surgery was done on (B)(6) 2014 in which the broken implant was removed and exchanged for a new one. Surgeon commented "exchange nailing done with compressing and bone grafting from iliac crest". No corrective action required.